Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer observed the energy cord of a fenestrated bipolar forceps instrument was broken. No fragment fell into the patient. A backup da vinci instrument of the same kind was used. The procedure was completed with no patient harm, adverse outcome or injury and with no delay. Intuitive surgical (is) contacted the site and obtained the following additional information: the reporter clarified that the type of damage observed was full cable breakage (e.g., cable broken in half). There was a loss of cautery associated with broken cable. There were no signs of thermal damage at site of breakage. It was unknown if the instrument collides with any other instrument or tool during the procedure. There is no image of the defective instrument available for a review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting at the yaw pulley.